Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s ICD was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) may have possibly delivered an inappropriate shock for atrial tachycardia/atrial fibrillation (af) with rapid ventricular response (rvr). In addition, t-wave oversensing (twos) was noted on the right ventricular (rv) lead. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.